Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, when trying to cut the stomach, the surgeon was able to press the green button but the stapler was unable to fire and its handle was unable to squeeze. They used another device to resolve the issue and complete the case. No patient injury.